Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was reprogrammed and remains in use. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2005; 4076 implantable pacing lead (B)(6) 2005. (B)(4).